Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent from the ed. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), several high rate non-sustained episodes, and t-wave oversensing (twos). The device was noted to be double counting on some of the stored episodes. The patient is enrolled in the product surveillance registry study. Follow-up was completed and it was verified no reprogramming was completed at this time and the device and lead remain in use. No patient complications have been reported as a result of this event.